Event description:
It was reported to boston scientific that during the procedure, the basket was unable to close when attempting to catch stones. When the device was tested outside of the body it functioned properly. The physician commented that the basket tip was exposed approximately 3mm from the outer sheath prior to the usage. No patient complications were reported as a result of this event. The patient's condition was reported as "good."

Manufacturer narrative:
A visual evaluation confirmed the reported event that the basket of the device does not fully close. The cause for the basket issue is sheath damage. The sheath of the device is damaged near the distal tip. The damage has caused the sheath length to decrease by approximately 5 mm. The shortened sheath is preventing the basket from being fully closed. A review of the device history record was performed and revealed no anomalies.